Event description:
The pt was being treated with interferential electrotherapy for a knee injury when the pt complained of a 'jolt' sensation. The clinician reported that the device was set to 80/150hz, with an unk intensity. The clinician explained the jolt as liken to the vms burst waveform. The pt was not injured. There was no delay in treatment. The clinician did not indicate additional treatment and device setting details. The clinician did not indicate pre-treatment skin preparation. The clinician did indicate that self adhesive electrodes are used for each pt. The electrodes are 'dated' and typically used for 1 - 2 weeks of treatment.

Manufacturer narrative:
See scanned pages.